Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer was not using the pump for therapy at the time the malfunction alarm occurred and was utilizing insulin pens for therapy. It was indicated that the customer would continue to use insulin pens for alternate insulin therapy.